Manufacturer narrative:
The soft cannula was observed to be shortened and had the formed needle piercing through the unexposed portion of the soft cannula. Fluid was unable to properly flow through the fluid path as a result. It is unknown when or how this damage occurred and whether it contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unspecified please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 340 mg/dl while wearing the pod longer than 48 hours. When the pod was removed from the infusion site on their leg, the pod's cannula was found damaged. A new pod was placed and activated.